Event description:
It was reported that during equipment testing conducted by a manufacturer field service technician at the user facility the device continues to run on after the trigger is released. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.